Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to ensure the pump was not connected to a power source and to press the button firmly, but this did not resolve the issue. They then advised the customer to connect the pump to a power source with known-working charging supplies and to call back once these steps were completed. No further information regarding the outcome was received.